Event description:
It was reported that when the patient presented in-clinic, noise was observed. No patient symptoms were reported. The patient will continue to be monitored normally.

Manufacturer narrative:
(B)(4).